Manufacturer narrative:
(B)(4). Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 140 mg/dl. The plastic casing broke off and had cracks and o ring was exposed. The location of the damage was reservoir compartment. The insulin pump will be returned for analysis.